Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and no delivery alarm during basal. The customer¿s blood glucose level was unknown. Customer states the pump is not dispensing insulin. The customer states she attempts to resume and it does not resume. The customer was assisted with troubleshooting and customer states they will insert an infusion set and monitor issue. Was advised to call back if no delivery occurs again. The insulin pump will not be returned for analysis.